Event description:
It was reported that pump battery did not charge reliably, and caller had to hold charging cable or position pump carefully for charging connection to work, despite using working outlets, different wall adapters, and different charging cables. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and Technical Support arranged replacement pump, provided instructions for storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return malfunctioning pump using prepaid label.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.